Event description:
Sorin group received a report that the clinician noticed blood in the water line coming from the apex hp oxygenator near the end of the procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the apex hp m adult hollow fiber membrane oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The device was returned to sorin group (B)(4) for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.